Event description:
The customer contacted stryker to report their device was not charging to deliver defibrillation while testing with an analyzer. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker performed an initial evaluation and confirmed the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device was not charging to deliver defibrillation while testing with an analyzer. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The issue could not be duplicated however; further evaluation of the device's software logs verifies the event. The root cause was determined to be use error. A customer quality engineer reviewed device keylogs associated with the reported event. On (B)(6) 2025, the shock button was selected four times with no energy delivery occurring. First, the charge button was selected at 1:38:20pm followed by the energy being increased at 1:38:22pm. The shock button was then selected at 1:38:24pm and 1:38:27pm. No shock was administered as the lifepak 15 cancels the charge if energy is increased after selecting the charge button. The charge button was selected again at 1:44:58pm followed by selection of the button to increase energy at 1:45:02pm which cancelled the charge again. The shock button was selected at 1:45:05 pm and 1:45:12 pm but, due to the cancelled charge, no energy was delivered. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.